Manufacturer narrative:
It was reported that the patient was treated with intravenous antibiotics (specific date and duration not reported).

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced low amplification, decrement in sound quality and poor speech understanding with the device. It was reported that nrts were absent. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.